Event description:
Customer's meter allegedly giving error 4. Error 4 message indicates that there may be a problem with the test strip, e.g., the test strip may have been damaged, moved or removed during testing, or inserted improperly. They did not report any symptoms. They did report a treatment but did not specify. There was no evidence of an adverse event, based on the info provided. The strips were replaced due to an unresolved issue.